Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient's programming history on (B)(6) 2013 it was discovered that on date of implant, (B)(6) 2010, a faulted system diagnostics test occurred that changed the patient's settings to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. These settings were not corrected until almost 5 hours later. No adverse events were reported to have occurred due to this settings change.